Manufacturer narrative:
Concomitant medical products: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with a cardiac resynchronization therapy defibrillator (crt-d) experienced coughing and chest pain. The patient appeared to have an elevated heart rate and the physician suspected pacemaker mediated tachycardia. The crt-d remains in use. No patient complications have been reported as a result of this event.